Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test as a result of a motor encoder signal being out of phase.

Event description:
The customer reported that the amount of insulin in the status screen was not the same as the reservoir. The customer stated that she took a bolus to treat her blood glucose of 233mg/dl. Advised the customer that a replacement of the insulin pump will be sent. Instructed the customer to revert to back up plan if needed. No further information was provided.